Event description:
The ECMO pump stopped working. Staff did not hear alarm. Staff was unaware until patient was found turning blue. Infant was bagged until pump was restarted. Incident lasted approximately 15 minutes.